Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the ramus component of the mandible was not properly seated in the fossa, and the most inferior screw in the ramus component did not align, despite proper alignment of the other screw fixation holes.

Manufacturer narrative:
Additional information: d6a, h4, h6. The reported event could not be confirmed as no intraoperative imaging showing the positioning issues were provided. Also, no CT images were provided for further analysis. The reported difficulties during the tmj implant procedure were attributed to the patient¿s complex anatomy, which affected the use of the surgical guide, particularly in screw alignment and guide placement, but did not require repositioning of the implants or result in adverse events. 3d systems¿ investigation confirmed that the guide was designed appropriately according to the anatomy, and future modifications were noted based on the surgeon¿s preferences. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.